Event description:
It was reported that intermittent malfunction alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.